Event description:
This ra lead was repositioned on (B)(6) 2011 due to possible micro dislodgement. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).